Event description:
Boston scientific received information that during a follow up pacing failure was noted on this right ventricular lead. The patient was transferred to another hospital. Subsequently, another follow up took place which revealed our of range pacing impedances, pacing and sensing failure. A revision procedure took place and the device was removed. The right ventricular lead was easily removed without loosening the setscrews, thus a connection issue was suspected. The device and lead were reconnected which showed normal measurements. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.